Event description:
Information received indicates the bed exit could not be set.

Manufacturer narrative:
The technician isolated the issue to user error. He found that bed scale was not zeroed prior to use. The technician zeroed the scale, set the bed exit function with weight on bed and the bed exit worked correctly.